Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia is unknown. The nurse stated that the patient did not have any increased intra-peritoneal volume (iipv) events. The location of the hernia was the lower abdominal area. Sixty nine days after diagnosis, the patient underwent hernia surgery. At the time of this report, the patient was recovering from the hernia event and is currently on back-up hemodialysis. The nurse stated that the patient would be transferred back to apd therapy in the near future, when the patient has completely recovered from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.